Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during a surgery, "the driver was being used to insert an acutrak 3 mini screw and the very tip of the driver chipped off during insertion. Switched to solid driver". The surgery was completed after a 30-minute delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2023-00491 for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 cannulated hexalobe driver (part number 80-4151, batch number 589796) was returned for evaluation. The returned driver was visually examined. The driver showed a failure pattern. The driver also had a visible, angled approximately 45-degree plane which is relative to the driver's long axis. The surface looked to also have a spiral shape. The observations were consistent with a torsional failure pattern in a brittle material (e.g. A hardened driver tip). However, based on the information received and the investigation performed, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated to 10 and 3331. Investigation findings code (annex c): updated to 3243.